Event description:
The device was connected to a pt determined to be in a full arrest. Reportedly, when the device push to analyze button was pressed, the device would not respond and remained in this mode. After a brief interval an advanced life support crew was on the scene and connected a lifepak 10 defibrillator/monitor/pacemaker to the pt. The pt was diagnosed in ventricular fibrillation and treated accordingly with the manual defibrillator. Pt outcome was not reported, but the reporter stated there was no significant affect to pt treatment, due to a minimal delay in use of the backup device.